Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 38 mg/dl at the time of the incident. The customer also had a single car accident due to the low. The customer was at 151 mg/dl at the time of the call, and 287 mg/dl at the time of admission. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had a low as they did not have their sensor on. The insulin pump will not be returned for analysis.